Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the pulse wire within the connector. Additionally, during investigation, the monitor displayed a service code 203 (pulse test fault) due to contamination on the j1002aa on the defib board and on the j502, u14, u20, d2, d1102 and j1005 on the ca board. The root cause for the contamination was ingress of an unknown contaminant. The root cause of the damaged receptacle was excessive force. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.